Event description:
Customer alleges: the catheter shaft detached from the funnel after a few days of usage. No pt injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.